Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: important information ¿ please read before use "¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except (B)(4)) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide clarification regarding this event, refer to b5.

Event description:
Clarification was provided regarding this event. This is a "pr" device. The b30 error was not reported by a reporter from the user facility.

Event description:
An olympus representative reported scope communication error b30 occurred when using the evis lucera elite bronchovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a corroded scope connector. Additionally, scratches were found on the device and the tip cover was burnt. Additional information was requested regarding this event. The investigation is ongoing. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Additional information added to the following fields: h7, h9 corrected fields: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device inspection, it was found that the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. Based on the results of the investigation, it is likely this event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.